Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female\ chronic') in a 35-year-old female patient who had essure (batch no. 901329) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included irritable bowel syndrome and vaginitis. Current weight 167 lbs. Previously administered products included for an unreported indication: depo provera from (B)(6) 2011 and zofran in 2007. Concurrent conditions included itching and rash. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2013, the patient experienced urticaria ("rashes or skin conditions ¿ hives"), 1 year 8 months after insertion of essure. In september 2013, the patient experienced hypersensitivity ("allergic or hypersensitivity reaction - severe systemic allergic reaction"). In (B)(6) 2015, the patient experienced abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia(heavy menstrual bleeding)\ abnormal bleeding (menorrhagia)"), allergy to metals ("nickel allergy") and fatigue ("fatigue"). In (B)(6) 2017, the patient experienced asthma ("allergic or hypersensitivity reaction: allergic asthma"). In (B)(6) 2017, the patient was found to have weight increased ("weight gain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), headache ("headaches"), nausea ("nausea") and multiple allergies ("allergies developed related to essure") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with cetirizine hydrochloride (zyrtec), clotrimazole, fluticasone furoate (arnuity ellipta), hydrocortisone (hydrocorticone), paracetamol (tylenol), ranitidine hydrochloride (zantac) and surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, alopecia, hormone level abnormal, headache, nausea, weight increased, multiple allergies and asthma outcome was unknown, the abdominal pain, dysmenorrhoea, menorrhagia, allergy to metals, hypersensitivity and urticaria had resolved and the fatigue was resolving. The reporter considered abdominal pain, allergy to metals, alopecia, asthma, dysmenorrhoea, fatigue, headache, hormone level abnormal, hypersensitivity, menorrhagia, multiple allergies, nausea, pelvic pain, urticaria and weight increased to be related to essure. The reporter commented: plaintiff received treatment for: fatigue, hair loss, hormonal changes, headaches, nausea, weight gain, nickel allergy. Discrepancy: previous date of insertion was (B)(6) 2012. In current ppf date of insertion: (B)(6) 2011. 3 coil(s) trailing outside the right tubal ostium. 4 coil(s) trailing outside the left tubal ostium. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: result: total bilateral occlusion. Concerning the injuries reported in this case, the following ones was confirmed in patient medical records: weight gain, allergic reaction, hives . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 15-oct-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female\ chronic') in a (B)(6)-year-old female patient who had essure (batch no. 901329) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included irritable bowel syndrome and vaginitis. Current weight (B)(6) lbs. Previously administered products included for an unreported indication: depo provera from (B)(6) 2011 to (B)(6) 2011 and zofran in 2007. Concurrent conditions included itching and rash. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2013, the patient experienced urticaria ("rashes or skin conditions ¿ hives"), 1 year 8 months after insertion of essure. In (B)(6) 2013, the patient experienced hypersensitivity ("allergic or hypersensitivity reaction - severe systemic allergic reaction"). In (B)(6) 2015, the patient experienced abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia(heavy menstrual bleeding)\ abnormal bleeding (menorrhagia)"), allergy to metals ("nickel allergy") and fatigue ("fatigue"). In (B)(6) 2017, the patient experienced asthma ("allergic or hypersensitivity reaction: allergic asthma"). In (B)(6) 2017, the patient was found to have weight increased ("weight gain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), headache ("headaches"), nausea ("nausea") and multiple allergies ("allergies developed related to essure") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with cetirizine hydrochloride (zyrtec), clotrimazole, fluticasone furoate (arnuity ellipta), hydrocortisone (hydrocortisone), paracetamol (tylenol), ranitidine hydrochloride (zantac) and surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, alopecia, hormone level abnormal, headache, nausea, weight increased, multiple allergies and asthma outcome was unknown, the abdominal pain, dysmenorrhoea, menorrhagia, allergy to metals, hypersensitivity and urticaria had resolved and the fatigue was resolving. The reporter considered abdominal pain, allergy to metals, alopecia, asthma, dysmenorrhoea, fatigue, headache, hormone level abnormal, hypersensitivity, menorrhagia, multiple allergies, nausea, pelvic pain, urticaria and weight increased to be related to essure. The reporter commented: plaintiff received treatment for: fatigue, hair loss, hormonal changes, headaches, nausea, weight gain, nickel allergy. Discrepancy: previous date of insertion was (B)(6) 2012. In current ppf date of insertion: (B)(6) 2011 3 coil(s) trailing outside the right tubal ostium. 4 coil(s) trailing outside the left tubal ostium. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: result: total bilateral occlusion. Concerning the injuries reported in this case, the following ones was confirmed in patient medical records: weight gain, allergic reaction, hives. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-sep-2019: pfs was received. Previously added event "injury nos" was replaced with "dysmenorrhea", events- " pelvic pain, menorrhagia, nickel allergy, fatigue, hair loss, hormonal changes, headaches, nausea, weight gain, allergies developed related to essure" , lab data added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.